Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of damaged needle tip was confirmed from the photo. The needle bevel is clearly bent and folded outwards. A device history record review was performed, and no relevant findings were identified. Based on the customer report and photo provided, the likely root cause for this event is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "upon close inspection of the needle, it was found that the bevel was bent and that it came from the factory." Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "upon close inspection of the needle, it was found that the bevel was bent and that it came from the factory." Additional information was requested from the customer; however, further details have not been provided at this time.